Manufacturer narrative:
Distributor information: (B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of (B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "overdose. Medication is supposed to be hydro 5mg/ml 2.5 mg/h bolus the same. She selected 0.5mg/ml . The prescription was not changed at all apparently she was prompted to enter rx from scratch.human harm: yes. Delay in therapy: yes. Need for medical intervention: unk."

Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of (B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(4): "overdose. Medication is supposed to be hydro 5mg/ml 2.5 mg/h bolus the same. She selected 0.5mg/ml . The prescription was not changed at all apparently she was prompted to enter rx from scratch. (B)(6). Human harm: yes. Delay in therapy: yes. Need for medical intervention: unk".